Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusions. The customer's blood glucose level was not impacted. The customer indicated that the occlusions seem to occur approximately 1-1.5 days into usage. The customer would troubleshoot and after disconnecting the tubing from the site, there was no occlusion alarm. The customer thought that the needle from the syringe relative to the cartridge's septum material may be impacting the occlusion alarms. As the occlusion had occurred in the past and the supplies had been changed, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.